Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed.analysis of the device memory indicated atrial oversensing.non-physiologic oversensing due to noise observed on stored atrial lead electrocardiogram (egm) from 14 to (B)(6) 2016. Atrial pacing capture threshold was elevated.atrial capture threshold rises from 0.625 to 2.5v between (B)(6) 2015 and (B)(6) 2016, and remains at 2.5v thereafter. Atrial oversensing due to ffrw (far-field r-waves). Intermittent far-field r-wave oversensing observed on stored atrial lead egms from (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had increased thresholds and noise and was causing false positive mode switches. Additionally, the lead had sensing integrity counter (sic) atrial events and far field r-wave (ffrw) with loss of capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.